Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Customer was sitting with the pad on her knee when she saw brown marks appearing on the cover and she thinks she smelled a burning smell. Wants a refund of her money.